Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 2 to 3 degrees lower than the patient's actual temperature. The child was brought to a doctor, where it was confirmed that they had a fever of 104 degrees. The consumer indicated that the low reading may have caused a delay in medical attention, which might have resulted in a febrile seizure. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.